Event description:
When the cot was being raised with an approx (B)(6) pt on the cot, the legs would not release. The cot was then lowered to the ground and again attempted to be raised, the legs did not release and when lowering the cot back to the ground it tipped to one side. When the cot tipped, the pt hit their left elbow on the ground and one of the emt's sustained a cut to their left arm. The cot was again raised and the wheels lowered allowing the cot to be loaded into the ambulance.

Manufacturer narrative:
Cot was functionally tested and operated according to specs. Injury to emt was a cut on the elbow and to the pt a bruised elbow. No further info available.